Event description:
A (B)(6) male patient with multiple heart-related ailments underwent successful carotid stenting on (B)(6) 2010. The patient expired from cardiogenic shock a little over eight months after the index procedure. The adjudication minutes from the cec received 8/11/2011 agree with the previous diagnosis that the contributing etiology for the patient's death was cardiac in origin and was unrelated to both the precise stent and the index procedure and was not neurological in nature. However, additional information in the adjudication minutes also note that approximately 8 months after the index procedure and three weeks prior to his death, the patient was admitted with two separate lesions in the left carotid artery: a proximal in-stent 50-60% lesion and a 95% lesion that was distal to the stent. The patient underwent angioplasty and placement of one precise stent in the distal lesion and angioplasty of the proximal in-stent restenosis.

Manufacturer narrative:
Approximately 8 months after having a stent placed in the left distal common carotid artery and three weeks prior to his death, the patient was admitted with two separate lesions in the left carotid artery: a proximal in-stent 50-60% lesion and a 95% lesion that was distal to the stent. The patient underwent angioplasty and placement of one precise stent in the distal lesion and angioplasty of the proximal in-stent restenosis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.